Event description:
Narrative from staff: rn was changing over IV fluid/IV tubing, when they were about to connect the new tpn (total parenteral nutrition) line, noted something had fallen to floor. It was then noticed that the IV tubing had broken apart at a filter. The connection that broke was not a connection segment that can normally disconnect. Manufacturer response for tpn/IV tubing, alaris pump infusion set (per site reporter): waiting for a response back from the representative.